Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that the same suture broken twice during sewing, was the product still used even if it was broken? The problem of pulling off suture needle had happened as soon as it was opened and taken out. It was not used in human body, and there were no adverse results for patients. Or was more than one suture broken in this event? Two suture. Was there any adverse consequence associated with the patient? No. Please provide the product code and lot number: product code:sxmd2b407, lot number : b809buj. Additional information was requested: please confirm if both sutures experienced suture breakage during removal of the package and were not used on the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: this MFR. Report.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the same suture broke twice during sewing chin wound in surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.